Event description:
Nurse at doctor's office contacted dexcom's clinical account specialist on (B)(6) 2012 to report a possible broken sensor wire. During a follow-up call between dexcom technical support and patient's mother on the same day, patient's mother reported that upon removal of sensor on (B)(6) 2012, due to pain soon after insertion, the wire was missing. Patient continued to complain of pain after sensor removal, so mother took patient to the emergency room. An x-ray was performed and confirmed a piece of broken sensor wire under the patient's skin. The ER physician made a small incision in an attempt to remove the wire, but was unsuccessful. During the original report however, the nurse at the patient's doctor's office reported that upon visit to emergency room, "nothing could be seen" in the x-ray. At the time of the call with patient's mother on (B)(6) 2012, patient's mother reports that patient is "sore and tired," but in improving condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.